Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture the day after it was implanted. It was noted that an x-ray was performed, and it was found that the lead had pulled back slightly since implant. It was also indicated that the vessel in which the lead was placed was large, so the physician believed that the lead electrodes were not touching the vessel wall. In response, the lv lead was programmed in a lead tip to device can configuration at a maximum output setting and capture was achieved. It was indicated that the patient will come back into the clinic in two (2) months for another interrogation. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture the day after it was implanted. It was noted that an x-ray was performed, and it was found that the lead had pulled back slightly since implant. It was also indicated that the vessel in which the lead was placed was large, so the physician believed that the lead electrodes were not touching the vessel wall. In response, the lv lead was programmed in a lead tip to device can configuration at a maximum output setting and capture was achieved. It was indicated that the patient will come back into the clinic in two (2) months for another interrogation. The lead remains in-service. There were no patient symptoms or adverse patient effects reported.